Event description:
It was reported that, approximately one week after initial implant, the patient suffered a syncopal episode after a right ventricular (rv) lead dislodgement. After the dislodgement was confirmed on x-ray, lead repositioning was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).